Manufacturer narrative:
Section d4 was updated. The field service engineer found that the customer had connected their system to the traditional city's water supply while their deionized (di) water supply underwent maintenance activities. He performed decontamination of the instrument, adjusted the probes and performed qc. The customer reconnected to their appropriate di water supply. The customer troubleshooting (reconnected to their appropriate di water supply) resolved the issue. The investigation did not identify a product problem. The cause of the event was due to biological contamination (improper handling where the customer connected their system to the traditional city's water supply). Water requirements are within the customer¿s responsibility.

Manufacturer narrative:
The ca2 and mg2 reagents' lot numbers and expiration dates were not provided. The field service engineer decontaminated the machine and adjusted the probes. He then performed qc for ca2 and it was within the customer ranges but the mg2 was still out of range. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with calcium gen.2 (ca2) assay and magnesium gen.2 (mg2) assay on a cobas 8000 c702 module. Discrepant results for 1 patient sample were provided as an example. Ca2: initial result: 25.5 mg/dl. Repeat result: 9.2 mg/dl (tested on another c702). Mg2: initial result: 32 mg/dl. Repeat result: 2.0 mg/dl (tested on another c702). Qc failure prompted the repeat of the sample. The repeat results were deemed to be correct.